Event description:
The reporter states that the customer obtained the following blood glucose comparison results on the accu-chek advantage system: 44mg/dl and 77mg/dl; 44mg/dl and 95mg/dl. 77mg/dl and 44mg/dl; 53mg/dl and 95mg/dl. All aforementioned tests were obtained within 10 minutes. The customer was treated with a glucose tablet, orange juice and peanut butter by a layperson. New system sent to customer and return requested.